Event description:
This report is for loss of therapeutic effect. Follow up is being reported under manufacturer report # 3004209178-2012-04784. Additional information was received 6/19/2012 that indicated that the patient had an appointment with their physician or manufacturer representative on (B)(6) 2012 to address the concerns they have with their device or therapy.

Event description:
It was reported that the patient had been in the hospital approximately 2 weeks ago because a slight stroke was suspected. At that time she was told she could not have an MRI, so a CT scan was taken instead and it was determined that patient did not have a stroke. It was also reported that the patient experienced dizziness. She was on strong medication because of her pain and spent 2 days in the hospital (B)(6) 2012, where they decreased her pain medication. First the patient was on percocet, but she could not handle that so they put her on nucynta. Now the patient takes a 5 mg fentanyl patch and aleve twice a day. Starting approximately three weeks ago the patient experienced loss of therapeutic effect and was urinating too often or not enough, and had a decrease in therapeutic benefit during the night. The patient was usually up 4-6 times per night. The patient was reprogrammed on (B)(6) 2012 to 1.4v. That night the patient only got up 1-2 times, but the next day stim was feeling too strong so she lowered stim down to 1.2v on (B)(6) 2012. After reprogramming to 1.2v, the patient was back to getting up 4-6 times/night. On (B)(6) 2012, stimulation was turned off and on (B)(6) 2012, stimulation was turn on to 1.2v, and the patient is still having night issues. Additional review determined this event was also reported under manufacturer report #3004209178-2012-04761. Any additional information received regarding this event will be reported under this manufacturer report #3004209178-2012-04761.

Manufacturer narrative:
Product ID 3889-28, lot# v748191, serial#, implanted: 2011 (B)(6), explanted, product typ: lead, product ID 3037, lot#, serial# (B)(4), implanted, explanted, product typ: programmer, patient. (B)(4).